Manufacturer narrative:
PMA//510(k) : na. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no additional similar complaint type events within associated lots were found. Claim#: (B)(4). This is a resubmission of the initial MDR per FDA request.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens -10.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.